Event description:
Customer called reporting a motor error on her insulin pump. Customer's blood glucose is 96 mg/dl. She said last night the device alarmed motor error during a bolus. Today she inserted a new battery and the device showed no bars. The battery is fresh. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No battery error alarm was noted during testing. The insulin pump passed the operating currents test. The insulin pump was unable to prime during the prime test due to a faulty gold sensor resistor. The motor was tested outside of the device and passed. No motor error alarms were noted during testing. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.